Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the vessel sealer extend (vse) jaws would not open the procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use and no damage or anything out of the ordinary found was identified. The vse instrument worked for a few minutes during the procedure and was being used to lift the liver with v-loc suture at the time of the event. The issue did not occur after a system fault. It was confirmed that the instrument was not stuck on tissue as it was holding a suture when the issue was identified. The vse jaws were able to be opened with the use of the grip release slider. There was no unexpected tissue removal nor bleeding observed due to this event. No photographic image of the device or video recording of the procedure were available for isi to review. The instrument will be returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged grip ring to be related to the customer reported complaint. The grip lever was not functioning properly when attempting to manually open the grips. The housing was removed, and visual inspection of the grip lever found no physical damage. However, the grip ring the lever pushes onto in order to manually open the grips was found to be dislodged. The grip ring remained within the housing in the location of its original installation, but it was moving around freely. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Only the manual function of opening the grips was failing. The blade was inspected, and no blade or knife cable damage was found. Review of the logs found no failures related to the reported instrument.